Manufacturer narrative:
The device referenced in this report has not been returned to olympus foe evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported in the literature titled ¿safety-oriented upper gastrointestinal esd at a community hospital,¿ patients experienced post-procedural bleeding after procedures using an evis lucera elite gastrointestinal videoscope and a single use electrosurgical knife. Case with patient identifier (B)(6) reports the single use electrosurgical knife used in the procedures. Case with patient identifier (B)(6) reports the evis lucera elite gastrointestinal videoscope used in the procedures. Study background/aim: endoscopic submucosal dissection (esd) for early-stage gastric cancer and superficial cancer of the esophagus is widely used, and the number of cases treated not only at high-level medical institutions but also at community hospitals is increasing. As an aging society is expected to progress in the future, it is important to devise treatment techniques that place more emphasis on safety. The objective of this study was to report one hospital's innovations in upper gastrointestinal esd with an emphasis on safety. Study method: the gif-h290t treatment scope (olympus), the ultra-soft hood "space adjuster" (top), and the traction clip "ichigan 2" (kaneka medix) have been used. A mucous membrane incision is made from the most distal side of the lesion, and if a deep incision is made at this time, subsequent mucous membrane incisions in the left and right directions and traction with a threaded clip during the dissection operation become easier. After grasping the mucosa, a light tension is applied in the direction of the lumen before energizing. After making a full circumferential incision, traction with a threaded clip is immediately applied. The forceps claw is opened parallel to the muscle layer for safe dissection. Itknife2 (olympus, it2) is mainly used. An insulated tip is attached to the tip of the device, enabling incisional dissection with minimal invasion of deep tissue. Depending on the site and size of the lesion, a proximal approach method (proximal mucosal incision and submucosal dissection followed by a full circumferential incision) is used for mucosal incision. It is important to be as close as possible to the lesion during the dissection operation while keeping the tip of the device in view. Even when it is difficult to get close to the lesion, it is possible to operate the device from a medium distance with relative safety. In situations where scope mobility is limited, it is safer to manipulate the device by pulling it into the forceps opening with the tip electrode in mind. Conclusion: there were 120 cases of esophageal esd performed from december 2012 to september 2021, and no cases of perforation were observed. Gastric esd performed from february 2007 to september 2021 was 1379 cases, no perforation cases were observed, and the postoperative bleeding rate was 3.3%. Esophageal esd using cc and gastric esd using it2 could be safely performed. There is no report of olympus device malfunction in this literature.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. See update in g2. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Olympus will continue to monitor field performance for this device.